Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02826. The pt was implanted with an scs system. It was reported that he was not receiving stimulation in the predominant area of his pain. The scs system was revised on (B)(6) 2011. After the revision, the pt was receiving better stimulation coverage. No additional info is known at this time.